Event description:
Laser atherectomy catheters would not calibrate x2. Third catheter opened and calibrated and able to be used. Philips rep at bedside to troubleshoot and helped resolve issue. Neither catheter entered patient body. Two different lots: 1. 414-159, lot 0303349017, exp 2026-11-22 2; 414-159, lot fbf23h29a exp 2025-09-13. Ref report: mw5171570.